Event description:
Catheter tip broke off during safety needle retraction upon IV start - tip left in vein to be retrieved by surgery - retrieval was unsuccessful. Dates of use: 2009. Diagnosis or reason for use: safety needle catheter.